Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be detached; there was no indication or report of any par of the device remaining inside the pt. A circumferential fracture was also observed on the remaining portion of the glass cap, proximal to the fiber/cap fusion zone; the fiber proximal to the fracture can rotate independently of the metal cap. Burnt on detritus and devitrification of the cap at the output window was also observed. The metal cap was intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This issue may also cause forward-firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, damage to the fiber cap was observed at 20,000 joules of use. The case was completed using a second fiber. There was no injury reported.